Event description:
A patient underwent mitral valve replacement with a sjm trifecta valve. The vale was explanted due to thrombus. No additional information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The trifecta valve is intended as a replacement for a diseased, damaged, or malfunctioning native or prosthetic aortic heart valve.